Event description:
The manufacturer received a report indicating that service was required for a trilogy evo ventilator. No patient involvement, harm, or injury was reported. The device was not in use at the time of the event. The trilogy evo device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The device log files were successfully downloaded and reviewed. Analysis identified a ¿vent service required¿ error, indicating an issue with the supercap or the charging unit. To address this issue, the service engineer replaced the system printed circuit assembly (pca). Additionally, the device's muffler assembly and air inlet foam filter were replaced due to requirement for four-year preventive maintenance. Following repair, the device passed all testing.